Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2014). The patient¿s test strips have been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/12/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) /2014, the reporter contacted lifescan USA, alleging inaccurately erratic blood glucose results of "low glucose and 178 mg/dl" performed on the subject meter within 20 minutes of each other. This complaint is being reported the reported results do not meet lfs' precision criteria and the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.